Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up down knob was out of the standard value, adhesive on bending section cover was chipped, cracked and had white clouded area; due to clogging of nozzle, water removal ability does not meet the standard value, third party repair has been performed, adhesive around objective lens was peeled and had white clouded area, adhesives around light lens had white clouded area, control unit had discoloration and the following had a scratch: connecting tube and switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process were as follows: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer has no idea about when the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning; the customer did aspirate the water through the instrument/ suction channel; the customer did wipe/ brush the instrument channel with lint-free cloths/brushes/sponges. The customer did brush the instrument channel, instrument channel port and suction cylinder.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited foreign material in air water cylinder. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Lastly, d8 was corrected from "yes," to "no." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: instructions for evis lucera elite ,small intestinal videoscope ,sif-h290s, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera elite,gastrointestinal videoscope, gif-xp290n, gif-h290, gif-h290z, gif-hq290, colonovideoscope, cf-h290l, cf-h290i, cf-hq290l, cf-hq290i, cf-hq290zl, cf-hq290zi, pcf-h290l, pcf-h290i, pcf-h290dl, pcf-h290di, pcf-h290zl, pcf-h290zi, small intestinal videoscope, sif-h290s, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.